Manufacturer narrative:
(B)(4).

Event description:
The pt experienced good stimulation until she had a hard fall two years ago. Following the fall the device did not work and she experienced shocking and painful stimulation. The ins site was very painful and the lead impedances were high. The lead was broken. The plan was to just replace the lead but the pocket was moved and the ins was also replaced due to the pt's body habitus. The pt recovered sequela.